Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm monopolar curved scissors instrument was chipped at the black part in transition between the black and orange part at the top of the instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm monopolar curved scissors instrument for failure analysis investigation. The instrument was analyzed and found to have a scratched tube extension. Scratches and abrasions on the main tube are deemed cosmetic damage. The orange plastic beneath the laser marking was exposed. Tube extension scratch marks measured roughly 1.10 mm x 1.55 mm. Material is not missing from the surface of the main tube. Components adjacent to this scratched main tube do not show damage.

Event description:
Refer to h11 for follow-up information.